Event description:
Reporter indicated that his handheld was not functioning properly. The handheld screen would dim and turn on and off. A new handheld was sent to the physician and the old handheld and flashcard were returned to the manufacturer for product analysis, however, device evaluation has not been completed.